Event description:
Tubing broke off from burette. Broken tubing removed and replaced with a new tubing kit without complication. No patient harm occurred.device #1is this a laboratory device or laboratory test?no.